Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Upon insertion of the lens into the patient left eye, it was reported that the trail haptic was not attached to the optic. As of result, the incision was enlarged to remove the lens and a different model lens was inserted. Sutures were required. The patient prognosis is excellent.

Manufacturer narrative:
The lens was not returned for evaluation. Based on the available information, a root cause for the reported event could not be conclusively determined. However, it is likely that the user related factors and/or procedural factors may have caused or contributed to the event. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint.